Manufacturer narrative:
A mfg review was not performed, as the lot number was not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available info, the definitive root cause for the reported filter tilt and limb detachment is unk.

Event description:
It was reported that during the scheduled vena cava filter retrieval approx six months after implantation, the filter was tilted in the ivc and a detached limb was noted to be embedded in the ivc wall. A snare device successfully retrieved the filter and the detached limb. There was no reported pt injury.